Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) noted their device deactivated. It was noted the patient was going in for surgery. Technical services (ts) was consulted and confirmed with the data that tachy mode was set to monitor only. Additional information was requested but unable to be obtained at this time. This crt-d remains in service and no adverse patient effects were reported.